Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a broken sensor wire one day after it was inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient had discomfort and pain at the insertion site and decided to remove the sensor. The patient inserted a new second sensor slightly below the previous insertion site. On (B)(6) 2024, the pain increased which prompted her to go to an urgent care clinic. At the urgent care, the medical team noticed significant swelling and redness under the entire patch area of the first wearable and around the needle puncture site. At the urgent care, the medical team noticed significant swelling and redness around the first sensor needle puncture site and under the entire patch area. A physician examined the insertion site and confirmed a portion of the broken sensor wire (first sensor) remained in the skin and aspirated fluid from the site for lab analysis (unspecified testing and results). The patient was advised to remove the second sensor (no allegation) as it was inserted next to the first insertion site, and she was discharged home with a prescription for two different oral antibiotic medications (keflex and bactrim, unspecified dosage). At the time of report the patient still had pain in the area. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.